Event description:
Literature was reviewed regarding fusion and patient-reported outcomes after navigated decortication and direct arthrodesis in minimally invasive sacroiliac joint fusion using cylindrical threaded implants. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: stealthstation s8 surgical navigation system, o-arm surgical imaging system, rialto si fusion system, bone morphogenetic protein-2 (rhbmp-2). Among patients adverse events/device product performance issues included: two patients (1.7%) underwent subsequent revision sij fusion, with a median of 10 months to the revision date (range 9¿11 months), due to pseudarthrosis and recurrent symptoms. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: ms b unk bmp2 acs. Gustavo anton, ammar alsalahi, elise j. Yoon, jeffrey turnbull, james dragonette, boyd richards, doris tong, and teck m. Soo. "Fusion and patient reported outcomes after navigated decortication and direct arthrodesis in minimally invasive sacroiliac joint fusion using cylindrical threaded implants: a case series and literature review" neurosurg focus 55(1):e2, 2023. Doi: 10.3171/2023.4.focus23145. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.